Manufacturer narrative:
The device was disassembled to be visually examined. During the visual examination, the device was found to have corroded components including the driveshaft assembly, spindle housing, rotor, nosecone, and bearing stop. Based on the findings of the visual examination, the observed heat was most likely due to the corrosion on and around the driveshaft assembly.

Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.